Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor movement was at times intermittent and the stylus was therefore replaced and calibrated. The xy board was also replaced as a preventive. It was noted that the stylus connector was loose on the microprocessing unit (mpu) and the mpu was therefore replaced. Reimaged, reloaded and updated the software and the programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch pen on the programmer had intermittent issues. It was speculated that because changing out the stylus did not resolve the issue that it may be a port issue. The programmer was returned for repair. There was no patient involvement.